Manufacturer narrative:
Correction of section b5, describe event or problem should have been ¿it was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the fixed parameters of the right atrial (ra) lead were poor resulting in undersensing and failure to capture due to high capture threshold. The ra lead was not used and replaced. The patient was in stable condition.¿ rather than ¿it was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the fixed parameters of the right atrial (ra) lead were poor resulting in undersensing, failure to capture due to high capture threshold and high pacing impedance. The ra lead was not used and replaced. The patient was in stable condition.¿

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the fixed parameters of the right atrial (ra) lead were poor resulting in undersensing and failure to capture due to high capture threshold. The ra lead was not used and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the fixed parameters of the right atrial (ra) lead were poor resulting in undersensing, failure to capture due to high capture threshold and high pacing impedance. The ra lead was not used and replaced. The patient was in stable condition.